Event description:
During a preventative maintenance, the field service engineer (fse), was at carilion roanoke memorial hospital on (B)(6) 2019. Kineverif was started. Fse attempted to connect, received the typical, wait one minute and connect again messages. When she connected again after waiting a minute, the arm made the clicking noise as if it was going to connect to the arm, but then an error popped up on the screen. The error said failed to change tool to tool none. Fse then removed the side cover, and manually moved joints 2 and 3. After joints 2 and 3 were moved, kineverif was able to connect the robot and the controller and the remainder of the accuracy and applicative tests were done without any issue. This was during a preventative maintenance, so there was no patient involvement.

Manufacturer narrative:
It was reported that during kineverif test the robot displayed the error message " failed to change tool to tool none". A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data logs determined that a communication error was detected at the arm connection due to the position of a joint which was out of limits. The reason why the robot arm was out of its limits cannot be determined. To solve the issue, the fse moved the arm using the manual brake release button.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During a preventative maintenance, the field service engineer (fse), was at (B)(6) hospital on (B)(6) 2019. Kineverif was started. Fse attempted to connect, received the typical, wait one minute and connect again messages. When she connected again after waiting a minute, the arm made the clicking noise as if it was going to connect to the arm, but then an error popped up on the screen. The error said failed to change tool to tool none. Fse then removed the side cover, and manually moved joints 2 and 3. After joints 2 and 3 were moved, kineverif was able to connect the robot and the controller and the remainder of the accuracy and applicative tests were done without any issue. This was during a preventative maintenance, so there was no patient involvement.